Manufacturer narrative:
MDR 3003442380-2024-01832 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion set cannula bent events between (B)(6) 2024 and (B)(6) 2024. All the events occurred within 3 or more hours after insertion. The insertion site was at abdomen, arm and thigh. The blood glucose level was over 536 mg/dl and the patient was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.